Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell on (B)(6) 2022 whilst playing, hitting the right side of his head on the concrete ground. Immediately after the trauma the user could no longer hear with the device. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Other mechanical damages found are attributable to the removal surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user fell on (B)(6) 2022 whilst playing, hitting the right side of his head on the concrete ground. Immediately after the trauma the user could no longer hear with the device. The user has been re-implanted.